Event description:
As reported by the user facility: we have been using your "introcan safety" IV catheter for more than 2 years and yesterday one of my staff was removing the needle after starting an IV and the safety did not completely cover the needle when it was pulled out hitting my rn and puncturing her skin." Additional info provided by the facility indicated protocol bloodwork testing was performed on the nurse involved in the incident and to date all test results are negative. It was also reported the pt's bloodwork testing was also negative. The sample was discarded and is not available for evaluation.

Manufacturer narrative:
The actual device involved in the reported incident was discarded and was not made available to the MFR to be evaluated. Without the sample a through evaluation could not be performed. No specific conclusions can be drawn. It should be noted that the introcan safety is designed to reduce the risk of needlestick injuries. However, cdc guidelines and/or facility protocols should aways be followed. Sharps should be disposed of immediately into an appropriate sharps container. All available info has been provided to the actual MFR for evaluation.